Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified.upon receipt, the pacemaker was tried to be interrogated but telemetry was not possible, as mentioned in the complaint description. Therefore, the memory content of the device could not be investigated.at a next step the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Subsequent thorough investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery.in summary, the clinical observation resulted from a damaged capacitor. However, the manufacturing records document a flawless device production, particularly the current consumption was normal and expected.

Event description:
Ous MDR - eight days after implant, this pacemaker was failing to pace and it could not be interrogated. No adverse patient side effects were reported. The device was explanted and returned for analysis.